Manufacturer narrative:
The actual patient weight was (B)(6) which would not fit in the field due to character limitations. A medtronic representative reported that during troubleshooting onsite, she was able to replicate the issue, but was able to get the system up and running after 3-4 reboots. The computer was returned to the manufacturer for evaluation. Upon first power up the system boots normally to login screen. The application was launched and the system navigated without issue. Multiple reboots and power cycles were successful with no hard drive or ram faults reported. The reported event could not be duplicated by medtronic personnel. The rep replaced the computer and reported that the system was functioning fine.

Event description:
A medtronic representative reported that during a c-arm spine procedure after they took a spin and transferred the image, the navigation system became unresponsive when trying to move forward in the software. The rep performed a hard reboot. When rebooting the system, both monitors showed "no input detected." The rep confirmed there was no power going to the computer. After troubleshooting the power connections over the phone with technical services, when she returned to the original port, the computer powered back on. There was less than 10 minute delay to the procedure. The surgeon completed the procedure with the use of navigation. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Further tests were ran on the computer returned to the manufacturer for evaluation and it passed all applicable testing. The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated.